Event description:
It was reported that the patient had loss of coverage due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.